Event description:
Revision surgery revealed the tibial insert screw had backed out of the insert and baseplate.

Manufacturer narrative:
Summary of evaluation: the examination results suggest that the event is not device related but rather is associated with insufficient torque being applied to the screw in the baseplate.